Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated an alert for excessive charge time eos (end of service), that the criteria for the right ventricular lead integrity alert were met, that there was a charge circuit timeout alert, that the high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator), and that the battery indicator signified that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419678, lead, implanted: (B)(6) 2011; 559453, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department having received 83 appropriate shocks due to sustained vt (ventricular tachycardia). The device was noted to be at eos (end of service) and the charge circuit was disabled. Therapies were turned off pending device replacement at a future date. No patient complications have been reported as a result of this event.